Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not yet been returned for evaluation.

Event description:
As reported by the facility via capital equipment facility was using a prevue+ which reportedly had chipping/cracking around the probe where you scan the patient. It was stated this caused the patient discomfort and image quality issues.